Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, we the technician confirmed that the lcb (light carrying bundle) broken, the lg connector corroded, the segment crushed, the remote control buttons cut, and the insertion flexible tube collapse; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).